Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had damage at the drive support cap. The customer stated the drive support cap was sticking out. The customer does not recall pressing on the cap while connected. The customer was unsure how the damage occurred. Customer's blood glucose was unknown. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.